Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of the event was unknown. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The caller stated that the customer was getting no delivery alarms as well. Removed the infusion set, and the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.